Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex st (device #1). Per op notes, ¿the hernia sac was identified and dissected. The sac was opened, and the omentum was reduced. The sac was reduced. The old mesh was identified near omentum. A ventralex st (device #1) was placed and sutured.¿ (note: the old mesh mentioned in this procedure was unknown) on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with implant of ventralex st (device #2). Per op notes, ¿the prior mesh (device #1) was fine and intact. The hernia sac was identified lateral left side of prior mesh. The sac contains peritoneal fat. The fat and hernia sac were reduced. A ventralex st (device #2) was placed and sutured.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incisional ventral hernia with pain thereby underwent laparoscopic repair with implant of ventralight st (device #3). Per op notes, ¿the omental adhesions were taken down. The two pieces of mesh (device #1 and #2) were identified and appeared to be wadded. Both meshes (device #1 and #2) adherent to omentum were taken down. The wadded mesh was tacked back. The hernia defect was identified and reduced. A ventralight st (device #3) was placed and tacked.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2013) is considered to be a best estimate. This emdr was submitted to represent the bard/davol ventralex st (device #2). Additional supplemental emdr represents the bard/davol ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.